Event description:
On (B) (6) 2010, the patient reported receiving an e4 (occlusion) error resulting in elevated readings of 300-400's mg/dl. Patient stated he changed the infusion tubing and the error cleared; infusion device is currently delivering insulin and no occlusion is occurring. Patient reported he feels the infusion device is not working correctly. Patient reported he is wearing the infusion device on his belt and runs the infusion tubing through his underwear onto his sides rotating from right to left. Patient stated he does think maybe his body heat might cause it to warm up. Advised patient to put the infusion tubing between his underwear and his pants rather than having the infusion tubing touching his skin. Advised patient to switch to his backup infusion device. Advised patient to minimize exposure of the insulin to heat. Assisted patient to switch to his backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.